Event description:
Device punctured two holes in pt's large intestines. Laparotomy had to be done in order to do repair. Pt now has scar tissue and will require add'l surgery for removal. The dr was rusing. Pt was the last pt of the day. Pt is concerned that this might happen to another of this dr's pts. Pt has heard of a woman who experienced a bladder injury due to device and saw a television program about the device describing problems. Pt understands many women have experienced problems stemming from its use. Pt is seeing a specialist now. There is a question of whether pt will be able to have children.